Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.